Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patients blood pressure became unstable and dropped and a perforation of the right ventricle was confirmed on echocardiogram. The patient also experienced a pericardial effusion and a pericardiocentesis and blood transfusion was performed. The patient was put on a ventilator and stabilized and the leadless ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID mc2avr1-delsys lot# serial# (B)(6) implanted: explanted: section d information references the main component of the system. Other relevant device(s) are: product ID: mc2avr1-delsys, serial/lot #: (B)(6), ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.